Manufacturer narrative:
The IFU warns to not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality. A device history records review did not reveal any issues that may have contributed to the complaint event. There was no indication or allegation that the events were related to a manufacturing non-conformance. As the root cause was related to patient factors and procedural factors (aggressive post dilation performed), a no product return investigation will not be required for the 'valve - regurgitation-central leak.' Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central leak was likely related to the multiple bavs performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As found reported by field clinical specialist, the patient was in cardiogenic shock prior to the procedure. A 20mm sapien ultra was successfully placed in a pre-existing 21mm surgical valve in the aortic position via transfemoral approach. The patient became hypotensive post implant. Intra-cardia epi was given with multiple rounds of CPR. The patient recovered and became stable. The decision was then made to fracture the surgical valve frame due to a visible waist. When performing the post dilation (bav) for fracture of the frame, the patient again, became hemodynamically unstable. The initial attempt at bav resulted in the non-edwards balloon popping out of the valve into the ascending aorta. A second bav attempt was then performed and was unsuccessful. A follow up angiogram was performed and 4+ aortic insufficiency was visualized. A second 20mm sapien 3 ultra valve was then prepped and successfully deployed. The patient remained hypotensive with multiple runs of vt occurring. The code was ultimately called after all efforts were exhausted. No medical records were provided.